Event description:
The MFR received return products. The hcp reported that the pt's interstim system was removed due to an infection and that the pt recovered without sequela. Further info has been requested but has not been received at the time of this report. A follow-up medwatch report will be sent if further info is received.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up report will be sent when the analysis is complete and/or when add'l info is received from the hcp.